Event description:
It was reported that the pt experienced a fall and landed directly on their implantable neurostimulator which was implanted in her chest. The pt states that they felt a shocking or jolting sensation and a tingling sensation near the implantable neurostimulator site and that their throat closed up "when they made reprogramming adjustments". Additional info rec'd reported that the pt turned off her stimulator since the shocking and jolting sensation occurred. The pt's physician surmised that the closing throat event may be the result of "wider pulse width causing muscular constriction which seems to be removed with programming alterations". A frayed lead was suspected but not confirmed. X-rays were performed but the results were not available at the time of this report. Refer to MFR report# 3004209178-2009-03605.